Event description:
Additional information reported the infection was ¿confirmed" via ¿laboratory values¿ and the system was removed. It was stated the patient¿s health condition was ¿ok¿ at the time of follow-up.

Event description:
It was reported the patient had experienced an infection at the ¿lead extension connection location.¿ it was stated the infection required antibiotic treatment and had a date of onset/diagnosis as the day of report. It was also reported the patient had experienced pain and a fever as a result of the event. It was noted the patient was alive with no injury at the time of report. It was additionally reported the patient had two extensions and a lead explanted at the time of report as a result of the event. It was stated there were ¿no alleged product issues¿ with the explanted devices. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 39565-30, lot# 0208177555, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37081-40, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 37081-40, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 37081-40, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 37081-40, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).